Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage and shaft damage at the exit notch. The balloon has 3 circumferential tears the first one is 1.5mm long, the second one is 2.3mm long and the third one is 2.5mm long all located 5 mm from the proximal balloon weld. The inner shaft is torn 15mm from the tip. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion. After multiple attempts, the device still failed to cross the lesion. Subsequently, the device was removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed balloon torn circumferentially and shaft hole/perforated.